Event description:
In 2008, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. On the same month, a computed tomography scan revealed that the pt had a proximal type I endoleak, type ii endoleak, and aneurysm sac enlargement. The physician plans to perform a reintervention.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Type ii endoleak. Please note: gore was aware of the event in 2008. However, new info provided on 06/18/2008 revealed that the event was MDR reportable. Therefore, the date that gore was aware was chosen as 06/18/2008 for this report.